Event description:
Related manufacturer reference number: (B)(4), related manufacturer reference number: (B)(4). It was reported, the patient complained of pain at the pacemaker site. The entire pacemaker system was explanted and replaced with a leadless pacemaker. The patient was in stable condition.